Event description:
Patient was revised to address groin pain and acetabular loosening. Update (B)(6) 2011 - litigation papers were received. Litigation papers allege potential cobalt and/or chromium poisoning, constant pain, numerous doctors visits, revision surgery. It is further alleged the patient was injured by excessive levels of cobalt and chromium.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.